Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two open device. A visual inspection of the returned product noted: the devices showed signs of use. The trocar balloons, lock collars, valve seals and doors appeared to be intact. Only one obturator was received. The inflation syringe was received. A functional evaluation found that the balloons were inflated and were perfectly formed, no leaks detected. The balloons deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion at the start of laparoscopic appendectomy, the balloon did not inflate. It was noted that there was a hole in the balloon. They opened another and used to complete the procedure. There was no patient injury.